Manufacturer narrative:
Findings: pump received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. No excessive no delivery alarms noted. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 433 mg/dl due to a bent cannula. The customer had passed out due to the issue. The customer was treated with IV drips. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.